Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was leak. The customer¿s blood glucose was 120 mg/dl at the time of incident. The device will be returned for analysis.

Manufacturer narrative:
Evaluated one open/used transfer guard only (reservoir not returned). Performed pre-fill reservoir test using a new lab reservoir. Found transfer guard no leakage anomaly during filling.